Event description:
During repair of ruptured patella tendon; the drill bit broke off. Piece of the drill bit lodged in patella. Event reported late after inspection of the medical record and witness awareness of reporting event. (Taken from attached medwatch report). No user number included on this form.